Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of scope communication error code e216 was not confirmed, however, the device evaluation did confirm the scope communication error code b30. It resulted from a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that when a scope was connected, the evis exera iii video system center first displayed scope communication error e216 and then was displaying scope communication error b30 on the monitor and inspection could not be performed. The issue was found during reprocessing after a diagnostic upper gastrointestinal endoscopy examination. The procedure was completed with the device prior to the error occurring. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, error code b30 was reproduced. It was confirmed that the cause was the failure of the printed circuit (cr) board. Based on cv-190 plus technical guide (trouble shooting): b30 is an error code that indicates scope communication abnormality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.